Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date:12/31/2015 - exp. Date: 12/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller changed from one power port to the other one before the batteries are down to less than 25% on different ports. The patient experienced a power loss and had vad restarts without any reported adverse patient effects. The switching could be reproduced by manipulating the connections. The device was exchanged without any reported consequences to patient and appeared to resolve the issue.

Manufacturer narrative:
The batteries were not returned for evaluation. Review of the receiving inspection records confirmed that the associated devices met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. Heartware is investigating communication errors on non-smr upgraded controllers. Heartware is investigating momentary disconnections between the controller and batteries. Log files were not provided or available to confirm whether the patient experienced a loss of power due to the reported power switching events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) / 1650de / manufacturing date: 12/31/2015 / expiration date: 12/31/2016 / (B)(4).